Event description:
While servicing the ventilator, the manufacturer's service technician noted a diagnostic code in the ventilator's log history indicating a restart occurrence. The customer did not report a restart occurrence during any previous usage. The customer reported no patient harm. The service technician was unable to duplicate the finding. The service technician replaced the power switch as a precaution. Performance verification testing was completed and all testing passed per operating specifications.